Event description:
It was reported that the patient presented to clinic for normal follow up. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Patient was asymptomatic. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.